Event description:
Report received of an independent rate change. The pump was infusing tpn at a rate of 4.8ml/hour. On the day of the event, the pt's enteral feeding was being increased, so the rate of the tpn infusion was being decreased to 4.5ml/hour and visualized the rate of 4.5ml/hour on the pump display screen. The rn started the infusion, stepped to the side of the device and heard the pump "working hard". She immediately looked at the pump display, which indicated that the tpn was infusing at a rate of 405ml/hour. The infusion was immediately stopped and the pump was re-programmed to a rate of 4.5ml/hour. Thirty minutes later, when the manager was notified of the event, the pump was removed from clinical service. There was no adverse effect to the pt, as the rate difference was noted immediately and the pump was stopped. Though requested, there was no further info available.